Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. The patient reported that they were unable to power up the ins recharger. It was reported that the recharger had been plugged in all night and it was not powering up. A replacement recharger was requested. It was reported that the desktop charger feels secured and the green light was on. The patient poor telemetry or no telemetry with recharging. The patient reported poor communication. It was reported that the replacement recharger was received but still experiencing reposition antenna screen despite moving antenna all around. The patient reported that the last time they successfully charge the device was about 2 months ago. The patient reported that the reason for not charging was because they lost the ins recharger and could not get anyone there to sent new one. The patient reported that found the ins recharger, but it wasn't working so a replacement was sent. Patient reported last charging session was more than one to three months ago. The patient was redirected to hcp to address possible over discharge and for assistance charging the ins. The patient reported that they have been trying to get an adjustment to the device setting ¿"because it's been giving them migraines and electrocuting them". The patient reported that they have ptsd and it's triggered when dealing with medical issues and when they have too many hoops to jump through. The patient reported that they were considering removing the device.